Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap assisted distal gastrectomy the doctor felt that there was not smooth operation of the instrument and devices became stuck in the port when the doctor operated in his right hand and left side of a patient body. The doctor used a lubricant for smooth operation but it did not work as expected.

Manufacturer narrative:
Post market vigilance (pmv)and engineering led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering review, and an evaluation of the returned device. The trocar assembly was received. Each circular and envelope seal was intact. The obturators were received. Each obturator was inserted into each trocar with no binding or difficulty. The locking tab locked and released properly. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported conditions . Based on the product analysis, the failure was not confirmed to be attributed to the reported event. The file will be closed as a tested satisfactorily (as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.